Event description:
It was reported that during an arthroscopy of the right elbow a detachment of the electrode tip occurred. The recovery of the fragment was very difficult. Further, there were no adverse consequences.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.

Event description:
It was reported that during an arthroscopy of the right elbow a detachment of the electrode tip occurred. The recovery of the fragment was very difficult. Further, there were no adverse consequences.

Manufacturer narrative:
The product was not returned for investigation. The reported failure mode could not be confirmed. The device history record of the reported lot number was reviewed. The review disclosed no discrepancies that could contribute to this condition. Probable root causes for the reported condition can be associated, but are not limited to design (strength) combined with user related (misuse). However, this cannot be confirmed since the unit was not returned. In the event that the unit is returned, a full evaluation will be conducted and a follow up report will be issued. In sum, the product was not returned for investigation and the reported failure mode could not be confirmed. The failure mode will be monitored for future reoccurrence.